Event description:
The customer reported that the beep was longer than normal when x-raying and the system intermittently produces black images during the first case of the day. A reboot clears the problem.

Manufacturer narrative:
(B) (4). The ge service rep reformatted the hard drive and reloaded the software. He also installed the gib kit and replaced the video controller. The system is operating as intended.